Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during an arthroscopy knee surgery, upon picking the shaver up and out of the knee, it was noticed that the tip of the unit was missing. It was further reported that the knee of the patient was checked for the missing tip. Further, the tip of the unit was found on the drape.